Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had both the tower doors failed. The field service engineer replaced both the latches to resolve the issue. The fse conformed that there was no patient or user harm, but there was a delay in dispensing the medication and the malfunction occurred during the dispending workflow. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had a failed tower door.there were no adverse events or injuries reported based on this event.